Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 28118 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). During functional testing, the console terminated the application and triggered system notice n-048 (stating that the system detected a compromised balloon prior to ablation indicating the outer vacuum test failed). Deflection testing (lever pushed to the forward and backward position) was performed, the shaft re-acted as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed. In conclusion, the reported issues were not confirmed through testing. The balloon catheter failed return inspection due to a guide wire lumen kink and breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure when the balloon catheter was inserted through the sheath, another manufact urer's irrigation pump emitted an elevated pressure alarm. The pump pressure was reduced to level 1, but the alarm persisted. The issue was resolved by replacing the sheath.  When the sheath was changed and the balloon was introduced, an error message was received stating that the system detected blood in the catheter handle and stopped the vacuum. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.